Manufacturer narrative:
According to the customer, on (B)(6) 2026 while seated in the device and attempting to put on a "compression sock," the wheel "came off" and the individual fell to the floor. The customer also reported that "part of the wheelchair collapsed onto" the user's left foot. Per the customer, the individual had left foot surgery "10 weeks ago." The customer described two silver nuts "had detached from the chair." The customer stated that she "experienced pain and swelling on the top" of the "left foot." The customer sought medical attention from their orthopedic surgeon who diagnosed a "soft tissue injury" and was instructed to remain "non-weight bearing" and "elevate and ice" the injury. No additional information is available at this time. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, on (B)(6) 2026 while seated in the device and attempting to put on a "compression sock," the wheel "came off" and the individual fell to the floor. The customer also reported that "part of the wheelchair collapsed onto" the user's left foot.